Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2026-00372-00 for details pertinent to this event.

Event description:
It was reported that the infusion bag appeared completely full, despite the pump having been restarted. There was no patient harm or no patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.